Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the procedure date? What is the lot number?

Event description:
It was reported that a patient underwent an unknown urological surgery on an unknown date and suture was used. During the procedure, the needle was broken. There were no adverse consequences to the patient. No additional information was provided.